Event description:
It was reported that during a procedure, a polarsheath and polarx balloon were selected for use. During the procedure cooling was stopped at 88 seconds due to st elevation during the second cooling of the left upper pulmonary vein. After that, nitro was administered and the st elevation resolved, the procedure was continued and completed successfully with the original device. Catheter had been removed and reinserted into the patient only one time. Irrigation was never interrupted or stopped during the procedure. No air was observed and no audible sound of air being sucked through the sheath or catheter was heard. The patient was not having apneic episodes or deep breathing. The devices are not expected to be returned since they were discarded at the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.